Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer's current blood glucose level was 181 mg/dl. The customer treated for the low blood glucose with juice and food. The customer was declined to troubleshoot for low blood glucose. There was no indication that the insulin pump over delivered insulin. Customer also reported they had been getting sensor updating alert. The product was not returned for analysis.